Event description:
During a left femoral endarterectomy and upon deployment of automatic stapling device, doctor stated it "cut into vessel" and refused to use it saying it was "dangerous".======================manufacturer response for premium surgiclip ii auto suture/clip applier, (brand not provided) (per site reporter).======================covidien company rep was informed of malfunctioning device, model number, serial number, exp date as well as a brief description of malfunction.